Manufacturer narrative:
No additional information is available at this time. If additional information becomes available this report will be updated.

Event description:
Boston scientific received information that following the implant of this cardiac resynchronization therapy defibrillator (crt-d) and right ventricular (rv) lead, the shocking impedance measurements were approximately 150 to greater than 200 ohms. Pacing threshold and intrinsic sensing measurements were within normal limits. It was verified that the shock vector was programmed appropriately. It was reported that defibrillation threshold (dft) testing was not routinely performed at this facility. At this time there were no plans for additional intervention and the physician planned to monitor the patient.